Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. The root cause of this event cannot be conclusively determined with the available information. In this case, the valve was explanted after an implant duration of 13 days due to infection. The source of infection is unknown. It is unknown if device, patient and/or procedure related factors may have caused or contributed to this event. The subject device is not available to be returned for evaluation as it was discarded. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Through implant patient registry, it was reported that a 23mm 3300tfx aortic valve was explanted after an implant duration of 13 days due to infection per pathology report. The explanted valve was replaced with another 23mm 3300tfx valve. Per the initial avr medical records: the native aortic valve was heavily calcified and tricuspid. The annulus snugly accepted the 23mm sizer. The 23mm 3300tfx was implanted and interrupted non-pledgeted sutures were placed. The valve was seated nicely. The patient was weaned from cardiopulmonary bypass without difficulty. The patient was transported to the cvrr in satisfactory condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (health effect - clinical code, investigation findings).